Event description:
It was reported that the ll vlv adpt(stand alone) experienced flow issues. The following information was provided by the initial reporter: material #: 2000e. Batch/ lot #: 20046540. Item: bd smartsite¿ needle-free valve connector, male luer lock when a syringe or flush is attached to the valve, blood cannot be drawn back and the valve cannot be flushed.

Manufacturer narrative:
The following fields were updated due to additional information: d10/d11: concomitant medical products: device available for eval?: yes. D10/d11: concomitant medical products: returned to manufacturer on: 2/1/2021. H.6. Investigation: five samples were returned by the customer. It was reported that when the syringe is attached to the valve, blood cannot be drawn back and the valve cannot be flushed. A trend for this occlusion issue has been identified for this product line. CAPA# (B)(4) was initiated. The received samples have been sent to the supplier of the internal piece for further investigation. A device history record review for model 2000e lot number 20046540 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the ll vlv adpt(stand alone) experienced flow issues. The following information was provided by the initial reporter: material #: 2000e, batch/ lot #: 20046540. Item: bd smartsite¿ needle-free valve connector, male luer lock. When a syringe or flush is attached to the valve, blood cannot be drawn back and the valve cannot be flushed.